Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the patient sustained a burn by shock. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be replicated. Review of the log showed patient impedance at 101.7 ohms and defibrillator impedance at 220.0 ohms. This discrepancy suggests possible poor electrode coupling. Per the onestep CPR complete pad instruction for use (aw-r2018-11 rev m), factors such as excessive hair, poor adhesion, air pockets, or damaged/folded packaging can increase risk of arcing or burns. Bench evaluation of the device confirmed proper function within specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.